Event description:
The user facility reported scope error code e315 (unsupported scope) occurred with the subject device during pre-use inspection for an unspecified diagnostic procedure. The procedure was completed using a similar device with no delay to the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. During inspection and testing, service confirmed scope error code e315 was displayed. Based on the results of the investigation, possible causes of the scope error e315 are a failure of the image sensor unit, a failure of the board inside the video connector, or a defect on the system side. However, a definitive root cause could not be determined. Upon further evaluation, service found a leak due to damage to the air/water cylinder caused by external factors. The bending angle was insufficient due to stretching of the angle wire. The angle knob play was out of specification due to stretching of the angle wire. A crack was observed on the lighting lens due to external factors, such as being bumped. The control section demonstrated corrosion due to fluid ingress. The rubber adhesive was chipped, switch #4 was worn, and the suction volume was insufficient due to scraping of the suction cylinder. The universal cord had wrinkles, was crushed, and a leak was observed in the universal cord. The scope connector demonstrated corrosion due to fluid ingress. Scratches were observed on the insertion tube, tip cover, switch #3, switch box, up/down knob, up/down angle lock, right/left knob, universal cord, scope connector cord boot, scope connector, scope connector, adjustment ring, operating/control section and grip. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.